Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels of 529 (mg/dl) and diabetic ketoacidosis on (B)(6) 2016. Customer changed infusion set and pump cartridge to treat bg levels prior to hospitalization; however, bg levels remained elevated and was later taken to the hospital by emergency personnel. While in the hospital, customer was treated with intravenous insulin. During troubleshooting with tandem technical support on (B)(6) 2016, contact reported seeing insulin exit the tubing. Contact reported that they were unable to inspect the infusion set site as the hospital staff had removed it and did not provide any additional information regarding its condition. Customer was released from the hospital on (B)(6) 2016. Reportedly, contact stated that elevated blood glucose (bg) levels were determined to be caused by the infusion site and that customer was not receiving insulin; however, customer did not provide any additional information. Contact indicated that the customer would reinstate use of the pump on (B)(6) 2016 and would contact tandem technical support for any additional issues or questions.